Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels at night; however, no specific event dates or bg levels were provided. Reportedly, contact believes that elevated bg levels are due to hormonal changes. No additional information was provided on the reported event.